Event description:
I noticed a large crack on the side of my medtronic minimed 670g insulin pump. The crack had run along most of the battery compartment. Making a weak seal for the battery. I used duct tape to sure up the crack and I was extra careful with my medical device. I then ordered a replacement insulin pump. I still have the medtronic minimed 670g insulin pump, but it is covered with tape and I am afraid I have needed to use it again, as my replacement pump was also defective. Replacement pump: medtronic minimed 780g insulin pump. This second insulin pump ran through the life of the battery. When I went to replace the battery, on (B)(6) 2023, the medtronic minimed 780g insulin pump did not turn back on. I contacted medtronic, talked to support staff, and the issue of the pump not turning back on was not resolved. I was offered a replacement pump. Reference report: mw5146294.